Event description:
Alleged event: during device inspection prior to use in bariatric surgery, the balloon was inflated and it burst. The pt's condition was reported as fine; there was no direct pt involvement.

Manufacturer narrative:
(B)(4). DHR review could not be conducted since the lot number was not provided. The device sample has not been returned to the MFR at the time of this report. The MFR will continue to monitor and trend related events.